Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) followed over-the-phone and instructed the customer to open the tip door of the sorter manually and check for any obstructions on the sorter head. The fse instructed the customer to perform a shutdown with power on main unit and system and re-start the software. The customer was able to check the sorter drawers and perform inventory without any errors. The customer was able to run quality controls without any issues. The aia-2000 instrument was operating as intended. No further action was required by the fse. The aia-2000 instrument, serial number 10587005, was installed at the account on (B)(6) 2018. A complaint history review and service history review for similar complaints was conducted from (B)(6) 2018 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under a4. Appendix 4: error messages, states the following: 4041 sorter y-axis home detection failure cause: the home sensor failed to activate after the sorter y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the sorter requiring power reset.

Event description:
On (B)(6) 2018, a customer reported receiving 4041 sorter y-axis home detection failure error message with the aia-2000 instrument. The customer had tried re-booting the aia-2000, but issue persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for luteinizing hormone (lhii), and intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. In the initial report under MFR narrative the device installed date was listed as (B)(6) 2018; the correct installed date is (B)(6) 2018. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.